Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have the main tube broken. The main tube instrument appears to have a detached fragment near the distal tip. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm tip-up fenestrated grasper instrument was found to have a bent tip and shaft. The procedure was completed with no reported patient injury. Isi followed up with the initial reporter and obtained the following additional information: customer confirmed that nothing fell inside the patient.